Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used or charged the ipg as recommended. As a result, the ipg is inoperable. The patient is pending a consult with a surgeon.

Event description:
Follow up information the patient underwent surgical intervention to explant the device. The surgery date is unknown.